Manufacturer narrative:
E1: reporter email not available. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial (B)(6), until receiving a heart transplant on (B)(6) 2023. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the current heartmate 3 lvas (left ventricular assist system) instructions for use outlines potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient developed right heart failure. On (B)(6) 2022, the patient was readmitted for heart failure and was discharged on (B)(6) 2022. During the admission, diuretic was injected intravenously. Due to the patient's primary disease, it was unclear if there was a relationship between the event and the device.